Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 12, 2024.

Manufacturer narrative:
This report is submitted on january 17, 2024.

Event description:
Per the clinic, the patient experienced pain with and without device use. The device was explanted on (B)(6) 2023 and the patient was reimplanted with a new cochlear device during the same surgery.